Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated during the day on (B)(6) 2019, when he checked his cgm the value was about 300 mg/dl. That evening he got 'really sick', was vomiting, passed out, and was taken to the emergency room in diabetic ketoacidosis (dka). Due to his condition he was unable to check his cgm or a fingerstick. A venous blood sample bg value at the hospital was 945 mg/dl. He was treated with insulin and fluids via intravenous (IV) therapy and admitted for six days in the intensive care unit (ICU). At the time of the contact, the patient was doing better, in good condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.